Event description:
It was reported a filter being placed via a jugular approach, prematurely deployed and did not appear to open completely. The filter was then successfully removed during a scheduled exploratory laparoscopy procedure. Another filter was successfully placed. No pt sequelae resulted from this event. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. The company's follow up could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. The company believes these factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."